Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. As per part investigation, it was determined that short circuit on diode and fuse. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of failed drawers was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order ((B)(4)), the field service engineer replaced controllers in multiple steps. Final resolution was achieved by replacing the module controller and both drawer controllers simultaneously, after which the station passed hta testing. During dchu visual inspection: all pcbas were in good condition with no signs of physical damage, missing components, fluid ingress or any other anomalies. Part number 15163001: serial number: (B)(6), serial number: (B)(6), serial number: (B)(6), part number 15162201: serial number: (B)(6), serial number: (B)(6) part number 331392 01. Serial number: (B)(6). During dchu testing confirms that: part number 15163001: serial number (B)(6); failed continuity on fuse f201 and did not pass dmm functional testing; no further tests were performed. Serial number (B)(6); passed dmm tests and hta tests without anomalies. Serial number (B)(6); passed dmm tests and hta tests without anomalies. Part number 15162201: serial number (B)(6); passed dmm tests and hta tests without anomalies. Serial number (B)(6); failed dmm testing due to low resistance (0.2 o) between tp505 (gnd) and tp502 (5v1), indicating a short circuit. Part number 331392 01. Serial number: (B)(6); passed dmm tests and hta tests without anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a short circuit on diode d501, mosfet q501 and fuse f201 which led to circuit instability and compromised the drawers functionality.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer removed the back panel and found no module lights on main drawers 2.1 and 2.2. Cable connections were secure. The module controller printed circuit board was replaced, but drawer 2.2 was still not detected by the software. The fse then replaced the drawer controller for 2.2, but the issue persisted. After re-replacing the module controller, drawer 2.2 remained undetected. Finally, the fse replaced the module controller and both drawer controllers together. The station tested successfully in hardware test application. User completed inventories on both repaired drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.